Event description:
It was reported that during a laparoscopic nissen procedure the device would not coagulate the tissue. The doctor decided to convert to an open procedure and the device still did not coagulate. The procedure was completed with clips and ties for suture ligation with no pt consequence. The device has been discarded.